Event description:
It was reported that the patient fell and created periprosthetic fracture of right femur. It also became infected.

Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-60g, lot # 1627002, description: trident psl with purefix ha 60mm. Cat # 2030-6545-1, lot # 74338602, description: 6.5 cancellous bone screw 45mm. Cat # 6260-7-232, lot # 2962701, description: 32mm +4mm v40 alumina head. Cat # 621-00-32g, lot # 02697501, description: trident 0° crossfire insert 32 mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding peripsothetic fracture and infection involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient fell and created periprosthetic fracture of right femur. It also became infected.